Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient's spouse reported the cause of the peritonitis event was "the use of antibiotics" and the peritoneal dialysis registered nurse stated the peritonitis was hospital acquired; however, neither cause could be confirmed, the cause was assessed as unknown. The patient was hospitalized for the event of peritonitis. The patient received unspecified treatment for the event (patient received unknown antibiotics prior to the event of peritonitis for an unspecified indication). On an unknown date, pd therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient is recovering. No additional information is available.